Event description:
It was reported that during a stenting treatment procedure, stent thrombosis occurred. The patient was being treated emergently for a 100% occluded thrombosis located in the mildly calcified and mildly tortuous distal right coronary artery. It was noted that the vessel appeared to be around 3.5mm in diameter and that a thrombectomy was performed. Next, the area was pre-dilated and a 3.0x16mm ion stent was advanced and deployed. Post dilation was then performed and the stent appeared to be well positioned and well apposed. Post the procedure, the patient was loaded with 600mg of plavix. Two hours later, the patient was brought back to the cath lab and intravascular ultrasound revealed the vessel to be 5.0mm in diameter. The 3.0x16mm ion stent was then post dilated up to 4.5mm and the thrombus was removed with a non-bsc aspiration catheter. No further patient complications occurred, and the patient status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).